Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with work order (B)(4) were released in accordance with allergan¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. In addition, the vulcanized patch bond inspection and visual inspection for mp-810 was realized according the applicable revision, correspondingly, at the moment of the operations were performed. According to the device analysis performed in the laboratory, it was observed split in patch area (ss) separation of patch/shell bond at edge of shell hole, which is not related to the reported complaint. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation, white particles and observed a separation between shell and patch. Cloudy and bubbles after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. In the additional analysis it is observed: a split in the patch area (ss) separation of patch/shell bond at edge of shell hole. It is out of specification per qa 199.04. Specification: verify there is no split at the circumference of the shell cutting hole. A further investigation will be requested to analyze this case. Based on the device analysis the final assessment is: observed a separation of patch/shell bond at edge of shell hole, not related to the reported complaint.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Information contained in this report has previously been submitted via psr on 4/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. Device has been explanted.